Manufacturer narrative:
Thv/tvt registry. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the valve in valve procedure. Patient medical records and procedure op notes (implant and valve in valve) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve in valve is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve in valve cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve in valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifescience affiliate, approximately 6 years and 5 months post implantation of a 23mm sapien xt valve in the aortic position, a valve in valve was to be performed. The cause of the valve in valve is unknown. It is to be noted that the patient expired before the valve in valve could be performed. .